Manufacturer narrative:
Date of event: it was explained that this date may have been a typo. (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was revised to a long tfna and screw in (B)(6) 2016. This is capture in (B)(4). On (B)(6) 2017, it was reported that the patient required another revision for an unknown reason. This report is for the second revision that occurred on (B)(6) 2017 and there was no delay. At this time it is unknown why the devices were explanted. Royal perth hospital are presently searching to source rep further patient information to complete this report more thoroughly. These are very similar cases and both patients have complex fractures and similar comorbidities that is contributing to the nail breakage. Surgeon indicated any metal put in these patients would break. Concomitant medical products: 1 unknown screw, part unknown, lot unknown. This report is for an unknown nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The product codes of the products are unknown; however, the reporter has indicated that a tfna device was implanted and was subsequently revised. Regarding the second query, it is indicated that the patient underwent a revision procedure due to implant failure / failure of fixation. To date, we have not received any further information for this case. The below queries were sent to the reporter; however, we have not received a response.

Manufacturer narrative:
Date of implant was reported as (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.